Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the user allowed the battery to deplete causing the system fault 180 and unexpected restart. The failure modes were not reproducible during in-house testing after charging the battery. There was no fault found with the returned unit. The device was serviced and returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that a system fault (sf 180) occurred on an astral device indicating a battery charger fault. This resulted in an unexpected restart of the device. There was no patient injury reported as a result of this incident.